Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant inratio2 results. Results as follows: date: (B)(6) 2012; inratio: 1.2; re-test: 1.9; lab: 2.5. The re-test result was obtained 1 hour after the initial inratio result. The lab draw was done immediately after the re-test result was obtained. The customer used a red collection tube and applied the blood to the strip with a clear plastic 1ml transfer pipet. Therapeutic range: 2.0 - 3.0.